Manufacturer narrative:
Screw head recently returned for analysis, therefore analysis is not yet complete.

Event description:
Resident torquing on screw and head sheared off. Left rest of 10mm screw in patient.